Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported on (B)(6) 2018, a tcc21114 tcc-ez large boot was used on a patient and a metal piece was found inside the boot that had caused cut and he was severely bleeding. Patient did not have any fall or anything unusual happened to him. The patient has neuropathy thus had no feelings. He needed seven stitches to close the cut and is now okay.

Manufacturer narrative:
The complaint device was not returned for evaluation. Batch record can not be reviewed as there is not lot # provided. The vendor was immediately notified on the complaint. The pictures provided by the customer were sent to the vendor as well. As per the vendor's investigation, the vendor does not believe that something went wrong with the design of the product. Both manufacturing process and materials to produce the product meet the specifications. Without seeing the boot, it is difficult to determine what really happen. We consider this as an isolated case.

Event description:
N/a.